Event description:
During a check-out procedure at the manufacturer's service center, a high temperature alarm condition was observed in the device's downloaded error log. The device was not in patient use. The device's sensor board was replaced to address the issue. Though the sensor board was replaced, the increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.